Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had changed their infusion set and their blood glucose levels had been rising. The customer¿s blood glucose level at the time of the incident was 507 mg/dl. The customer¿s current blood glucose level was 567 mg/dl. The customer treated their high blood glucose by trying to give a bolus. Troubleshooting was performed and insulin exited without incident. The insulin pump passed the high-pressure test. The customer was advised to change their set and monitor the insulin pump. The customer was advised that if their blood glucose level does not lower after the set change then to go to the emergency room. The device will not be returned for analysis.

Manufacturer narrative:
Concomitant products were added.